Manufacturer narrative:
Analysis of programming history.

Event description:
It was initially reported by the surgeon's office that the pt had been admitted to the hospital for seizure control and had a prophylactic generator replacement while admitted. It is unk if the increase in seizures were above or below baseline. The generator was discarded by the hospital and will not be returned to the manufacturer. All good faith attempts to gain additional information have been unsuccessful to date.